Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient began to experience left leg pain symptoms. The patient continued to have these symptoms post operation, but the pain started to subside after two doses of fentanyl IV were given to the patient. The patient was sent home with pain meds. The symptoms persisted nearly a month later. Due to this, the patient began physical therapy and the symptoms have improved.

Manufacturer narrative:
A patient experiencing leg pain during the implantation of a percutaneous lead was reported to abbott. The patient is recovering after going though physical therapy and stimulation is providing effective therapy of original pain areas. The lead remains implanted and is functioning as intended. Based on the information received, the extent to which the surgical technique contributed to this issue cannot be ascertained nor can a single definitive root cause be conclusively determined.